Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 7am. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. A week after the alleged issue, the patient claims he felt symptoms of dizzy and "low blood sugar symptoms." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient did not have the batteries or test strips handy to walk through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.